Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Oekg checked the subject device and found that the reported phenomenon was caused by the failure of the past repair process. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that a screw that was used on the internal components in the control section had come off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, past similar case, and the instruction for use, there was the possibility that this phenomenon was attributed to the followings. The extra screw may have entered during the previous repair. The screws become loose and detached due to the repeatedly use of the subject device and/or the external stress such as bumps and drops was applied. Olympus stated the appropriate handling of gif-hq290 and the counter measures against abnormalities in the instruction manual of gif-hq290.